Event description:
It was reported that the user experienced hyperglycemia on the ilet following breakfast while using an expired infusion set, and a support agent guided a complete change of the inset infusion set and cartridge. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education with replacement of the infusion set and cartridge. Investigation included user interview and guided product use review. Investigation of this case revealed no confirmed device malfunction, with possible contribution from an expired infusion set and recent meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.